Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
This per is a split up from per (B)(4): the customer reported via the sales rep that while tightening the screws there was a resistance and as a result of that two screwdriver blade heads broke off. He also reported that not being satisfied with the grip he gets from the normal screwdriver handle in the variax elbow set, he used a blue elastosil screwdriver handle instead (B)(4).